Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that on (B)(6) 2014, a loss of prime event had occurred 3 or more times in a 30 day period and that the patient's blood glucose (bg) was less than 70mg/dl with no reported symptoms. Troubleshooting determined that the patient remained attached after a loss of prime warning and had received approximately 1.0 unit of insulin at that time. It had been determined that pump return was not required; the alleged bg excursion does not meet criteria for a serious adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: on (B)(6) 2014, the black box recorded ten loss of prime warnings due to low, non-zero force sensor readings. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime warnings or any other alarms observed. The force sensor calibration was checked and was found be out of calibration; the force sensor resistance was checked and was found to be within specification at 10 kilo ohms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.